Manufacturer narrative:
Apoc incident # (B)(4). Additional lot used: lot# : l20240, expiry date: 28-mar-2021, mfg date: 27-aug-2020. Apoc labeling was evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2021, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant false positive results of 0.23, 0.24, & 0.27 on a (B)(6) year old female patient with pain using two lots. There was no additional patient information at the time of this report. Return product is available for investigation. (B)(6). Positive cut-off value for I-stat troponin test: 0.15 ng/ml. Positive cut-off value for comparative instrument (if applicable): 0.15 ng/ml. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. It was noted that all three I-stat results were consistent on two different lots and there was no rise or fall. The comparative method was consistent with itself with no rise or fall during the event. This could not be explained. The investigation is underway. Per I-stat system manual: art: 714258-00t. Reportable range: 0.00 - 50.00. Reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results). Reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).

Manufacturer narrative:
Apoc incident: (B)(4). The investigation was completed on (B)(6) 2021. A review of the device history records (dhrs) confirmed that the cartridge lots met finished goods (fg) release criteria. Retained and returned cartridge testing met the acceptance outlined in appendix 1 of q04.01.003 rev. Af (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lots l20199a and l20240.

Event description:
Na.